Manufacturer narrative:
G4: 06may2020. B4: 11may2020. The customer found an error in the connection of the proximal tube. The customer ran performance testing and reported there were no malfunctions. The customer reported that they will test the device again and return the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported a proximal pressure line disconnect error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.